Event description:
It was reported that a smartsite needle-free connector had an occlusion during use. The following was reported by the initial reporter: "delayed flow".

Manufacturer narrative:
The following field was updated due to correction information: d.4. Medical device lot #: 20065106. H.6. Investigation: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20065106. Further information provided by the customer appears to indicate that a flow restriction is observed when the smartsite is connected to a mobifuser product. No flow restriction was observed when connected to surefuser and folfuser products. A review of the production records for lot 20065106 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10.

Manufacturer narrative:
"Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown FDA device code: (B)(4). FDA patient code: (B)(4)."

Event description:
Hold for r.g. 1.20it was reported that a smartsite needle-free connector had an occlusion during use. The following was reported by the initial reporter: "delayed flow"